Manufacturer narrative:
The ge field engineering (fe) did not reproduce the alleged tube arm movement. Through investigation, it was determined that an uncommanded tube arm movement would register in the system's error log. However, there was no evidence of the event found in the system's error log.

Event description:
It was reported that the tube arm of the prestige vh system moved by itself with no one in the control room. No injury was reported. If this event were to recur with a pt, a serious injury could result due to the weight of the tube and tube arm assembly.